Event description:
Complainant alleged that during incoming inspection the device's pacer output was incorrect. Pacer output was set to 140ma, but was reportedly measured at 123.9ma. Complainant indicated that there was no pt involvement in the reported malfunction.